Manufacturer narrative:
The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: ¿anxiety, constant pain, swelling on left side, hard left breast (¿breast is solid and does not move¿), swollen lymph nodes, ball under the left arm (¿feel like a tennis ball under arm¿), and shooting pains and pins and needle in left arm". Patient also reported "cannot lay down properly, heart palpitations, unable to breathe and to move sometimes, and not being able to lift¿ - these events are not device related.

Event description:
Patient reported ¿anxiety, constant pain, swelling on left side, hard left breast (¿breast is solid and does not move¿), swollen lymph nodes, ball under the left arm (¿feel like a tennis ball under arm¿), and shooting pains and pins and needle in left arm". Patient also reported "cannot lay down properly, heart palpitations, unable to breathe and to move sometimes, and not being able to lift¿ - these events are not device related. This relates to the left side. The device has been explanted.